Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, clinician did not hear the stand clear prompt and continued to administer CPR during the analysis period, then the device issued a 'shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.